Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. The surgeon is considering implanting a piggyback iol to treat the event. The surgeon was unable to provide add'l info or details.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Although add'l info was requested, the surgeon was unable to provided add'l info. (B)(4).